Event description:
It was reported that revision was performed due to loosening.

Manufacturer narrative:
.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.